Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) was conducted for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's instructions for use lists bladder perforation as a potential risk of aquablation therapy. It was reported that bleeding was observed along the patient's bladder wall and portions of the bladder was damaged. The treating surgeon could not confirm if the reported event was due to aquablation therapy or not and a biopsy is planned to be performed; however, no further details have been provided. The patient has since been discharged. Based on the review of the information provided, plus a review of the treatment log files, DHR, and IFU, this event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that there was poor visualization upon insertion of the aquabeam handpiece. The treating surgeon decided to irrigate the bladder completely and re-introduced fluid into the patient. The aquabeam handpiece was re-inserted into the patient and bleeding was observed through the aquabeam scope. A resectoscope was then used for better visualization and confirmed bleeding across the bladder wall. Portions of the bladder had to be cauterized. The treating surgeon could not confirm what caused the bladder wall to be perforated and it was reported that a biopsy was needed; however, no further details have been provided to procept. The patient has since been discharged. No malfunction of the aquabeam robotic system was reported.